Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent had detached. The balloon was partly inflated. The hypotube was slightly kinked at the manifold strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The device could not be inflated or further deflated, most likely due to solidified contrast media. The device was therefore conditioned in a waterbath for 24 hours. After this the device was inflated to nominal pressure and deflated with no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue occurred. The 99% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery. A non bsc balloon catheter was used for predilation and intravascular ultrasound (ivus) was performed. Then the 2.75mm x 20mm promus element plus stent was advanced and deployed to the target lesion. However upon ivus, it was noted that the stent was not well apposed to the vessel wall. Post dilation was performed using the stent delivery system balloon of the 2.75x20mm promus element plus stent however, the balloon was not inflated properly. Post dilation was done using a non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that deployment issue occurred. The 99% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery. A non bsc balloon catheter was used for predilation and intravascular ultrasound (ivus) was performed. Then the 2.75mm x 20mm promus element plus stent was advanced and deployed to the target lesion. However upon ivus, it was noted that the stent was not well apposed to the vessel wall. Post dilation was performed using the stent delivery system balloon of the 2.75x20mm promus element plus stent however, the balloon was not inflated properly. Post dilation was done using a non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's condition was good.